Event description:
The balloon of this device burst during an angioplasty procedure. Co was unable to obtain add'l information concerning the event. There have been no claims of injury related to this event. The device was discarded and no lot number was returned, therefore no analysis could be performed.